Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the device was returned and evaluated. The device had normal battery depletion. A power on reset occurred on (B)(6) 2013. Write to locked ram noted. Concomitant product: 6947, implantable debrillation lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) change out for normal battery depletion the device was unable to be deactivated. There was a message during the generator interrogation that a power-on-reset (por) had occurred. Detection was not able to be terminated until the programmer was turned off and the procedure was completed. There had been no problem with the ICD during its lifetime, though the patient reported they had not heard an elective replacement indicator (eri) alert. No patient complications have been reported as a result of this event.